Manufacturer narrative:
This report has been identified as b. Braun medical. Internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: pump keeps alarming occlusion alarm. Nurse feels like infusing faster then what's being programed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation, further investigation of the complaint was not possible without a sample for evaluation. Therefore, reported issues could not be confirmed.